Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 08-aug-2025 indicated that ¿most likely¿ the emboguard burst after it was inserted into the patient¿s body. There was no evidence of part of the device being dislodged or embolized in the patient. The device was selected based on the appropriated sized diameter of the vessel as per the instructions for use (IFU). There was no difficulty removing the product from the hoop. The balloon was inflated without any issues during the preparation. The physician mentioned that the balloon might have been excessively inflated inside the patient¿s body. The device deficiency did not result in patient harm. The balloon inflation test was performed. No balloon rapture was observed during the test. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during a mechanical thrombectomy of the internal carotid artery to treat acute ischemic stroke, an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9648423) was used after the usual preparation was conducted. A balloon rupture was reported but needed to be confirmed whether the balloon rupture occurred before or after the emboguard insertion into the patient¿s body. The devices were used according to the instructions for use (IFU). There was no negative impact on the patient. A continuous flush was done. Additional event information received on 08-aug-2025 indicated that ¿most likely¿ the emboguard burst after it was inserted into the patient¿s body. There was no evidence of part of the device being dislodged or embolized in the patient. The device was selected based on the appropriated sized diameter of the vessel as per the instructions for use (IFU). There was no difficulty removing the product from the hoop. The balloon was inflated without any issues during the preparation. The physician mentioned that the balloon might have been excessively inflated inside the patient¿s body. The device deficiency did not result in patient harm. The balloon inflation test was performed. No balloon rapture was observed during the test. From the provided photographs, evidence of a hole in the balloon area was confirmed. From the enlarged photo of the hole of the balloon, an unidentified substance was observed underneath the balloon material. It was not possible to determine what the substance was from the photographs. There was no further damage or deformation of the emboguard device. Note: rhv, lav, peel away sheath, dilator, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Review of the photographs provided showed evidence of a hole of the balloon. Therefore the complaint event is confirmed, however, the root cause cannot be determined from the photographs provided. The initial examination of the returned emboguard device identified no evidence of damage on the returned device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge, guidewire, and dilator could be advanced through the device without resistance. The complaint report detailed that ¿a balloon rupture was noted¿. Per device IFU (reference 500812317, recommended procedure step 10) balloon preparation should be performed prior to introducing the device to the vasculature. The event description reported that the ¿it could not be confirmed if this [balloon rupture] occurred before or after inserting into the patient.¿. This indicates that balloon preparation may not have been carried out prior to introducing the device. It is possible that the emboguard balloon was damaged due to the instructions for use (IFU) not being followed correctly. However, this cannot be confirmed with the information provided. A device history review (DHR) associated with lot 9648423 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned emboguard could not be successfully inflated and deflated as per the procedural steps in the IFU. Therefore, the complaint event was confirmed, but no root cause was determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available/not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy of the internal carotid artery to treat acute ischemic stroke, an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9648423) was used after the usual preparation was conducted. A balloon rupture was reported but needed to be confirmed whether the balloon rupture occurred before or after the emboguard insertion into the patient¿s body. The devices were used according to the instructions for use (IFU). There was no negative impact on the patient. A continuous flush was done.